Event description:
The customer reported the loss of the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The boards and connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.